Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the catheter was used on a patient, thrombus was seen under fluoroscopy, attached to the 4th electrode when initially noted. The catheter was removed from the patient. The physician confirmed that he removed the clot as much as he could. The thrombus was wiped off with gauze. They changed the catheter and procedure was completed without adverse consequence to the patient. The patient was in stable condition. There was no information whether or not the patient was on anticoagulant.

Manufacturer narrative:
(B)(4). The customer reported thrombus noted around the 3rd or 4th electrical pole. The catheter was removed from the patient. The catheter was changed, and the procedure was completed without any consequence to the patient. The complaint catheter was received and visually inspected. The catheter appeared to be in good condition with no thrombus observed. The catheter was tested for temperature test and passed. However it failed the electrical, leakage and stockert generator tests due to broken wire that was found, shorting between the two wires. Additionally the wires were not properly coiled in the solder joints. Complaint condition about thrombus cannot be confirmed during analysis. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).